Event description:
Routine complaint investigation confirms a falsely high test compared to a lab result. Analysis indiactes there is a possibility that this malfunction were it to recur for certain pts under certain conditions, could result in adverse effects to the user of the system.